Event description:
Customer reported a high blood glucose level of 400 mg/dl at the time of the call. Customer stated that the high blood glucose was due to having her infusion set and reservoir in for too long. Customer requested assistance with changing these. Customer reported receiving an error alarm on the insulin pump. Customer also reported that the insulin pump's drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corners, a cracked display window, a cracked reservoir tube, cracked battery tube threads, a broken reservoir tube lip, a cracked belt clip slot and a stained end cap sticker.